Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. No add'l complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. However, the system database video images did show an abnormality in a section of the cornea that may have contributed to an incomplete capsulotomy. It is also unk whether the surgeon used the standard continuous curvilinear capsulorrhexis (ccc) technique to remove the capsulotomy disc. The catalys system performed as design; however, the cause(s) of the anterior capsule tear is unk. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularity shaped capsulotomy".